Event description:
It was reported that intermittent malfunction alarms occurred. Additionally, it was reported that the customer received a continuous glucose monitor error 42. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose value.